Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time. The root cause of dampening was inconclusive. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
The patient received anticoagulation, initially eliquis 2 tabs twice a day for 7 days, then 1 tab once a day since about on (B)(6) 2023. The nurse at the site felt like the waveform improved. The site is currently using the cardiomems data.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time. The root cause of dampening was inconclusive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Additional information received confirming that a right heart catheterization was performed (B)(6) 2024 to determine if the sensor waveform was still dampened after having treated the patient with anticoagulants. The sensor waveform was found to be dampened in comparison to the waveform on the catheter. The cause of dampening was not identified. The site decided to recalibrate the sensor based on comparison to the pressures obtained from the right heart catheterization. The sensor baseline was increased by 9.4 mmhg. On (B)(6) 2024 the patient was successfully implanted with a second sensor and has been able to obtain physiologically appropriate readings with the new device.